Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported that an angio-seal device was used following a percutaneous transluminal coronary angioplasty with a stent implantation for stenosis disease in the right coronary artery via a right femoral artery puncture. Two hours after the procedure, a hematoma had formed at the puncture site. Manual compression was applied to control the bleeding. The pt's hemoglobin was also noted to have dropped four points and the pt also reported some weakness / fainting feeling. A plasma expander was administered and the pt was reported to be fine. The pt's hospitalization was extended due to this event, but was later discharged with no further issues being noted.